Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he had a high blood glucose of 598 mg/dl at the time of the incident. Customer's current blood glucose was 262 mg/dl. Customer treated with 11.2 units through the pump. Customer found no bubbles in the tubing or canister. Troubleshooting was performed and the insulin exited at the quick release. Customer declined to check for possible site or insulin issues. Customer verified that the time and date were correct. Customer reported that the basal rates were programmed accurately but the bolus wizard was programmed inaccurately. Customer was assisted with correcting the programming. Customer performed the high pressure test and the pump had a no delivery at 4.0 units. Customer had been inserting into the abdomen for over 20 years and was advised to choose a fresh site. Customer was advised to change the entire set, reservoir, and insulin.